Event description:
It was reported that during a pci procedure, stent damage occurred. The 90% stenosed lesion was located in the very tortuous, calcified, left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x20mm maverick balloon catheter. The liberte bms delivery sys was advanced to the lesion, but was unable to cross. The physician attempted to retrieve the stent delivery sys into the 7f mach1 guide catheter, but resistance was encountered. After the stent delivery sys had been removed from the pt, it was noted that the proximal side of the stent was damaged. The procedure was completed with another liberte bms. There were no reported pt complications. Pt status listed as "good."

Manufacturer narrative:
The device was disposed of at the user facility, thus a returned device analysis could not be performed. The root cause of the event could not be determined.